Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and bunched. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 22mmx4.00mm, concentric and de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The physician engaged the left common artery (lca) coaxially with a 7f extra backup guide catheter and crossed the lad with a non-boston scientific guidewire. Predilation was performed with a 2.5x12 nc quantum apex balloon catheter leaving a 40% residual stenosis. A 4.00 x 24 synergy drug-eluting stent was advanced but the stent could not track. Predilation was again performed with the same 2.5x12 nc quantum apex balloon catheter. However, when the physician took the stent for reintroduction, he found that the stent struts were damaged. The device was removed from the patient's body. Another 4.00 x 24 synergy drug-eluting stent was deployed and post-dilated with a 4.0x12 nc quantum apex balloon catheter. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 22mmx4.00mm, concentric and de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The physician engaged the left common artery (lca) coaxially with a 7f extra backup guide catheter and crossed the lad with a non-boston scientific guidewire. Predilation was performed with a 2.5x12 nc quantum apex balloon catheter leaving a 40% residual stenosis. A 4.00 x 24 synergy drug-eluting stent was advanced but the stent could not track. Predilation was again performed with the same 2.5x12 nc quantum apex balloon catheter. However, when the physician took the stent for reintroduction, he found that the stent struts were damaged. The device was removed from the patient's body. Another 4.00 x 24 synergy drug-eluting stent was deployed and post-dilated with a 4.0x12 nc quantum apex balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.